Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062918. The device involved in the event was discarded; therefore, a return sample evaluation is unable to be performed. An ulcer is a known complication of a j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2017 a patient in (B)(6) underwent a procedure for the placement of a jejunal tube. It was reported that following the patient's hospitalization in the neurology department for re-evaluation, patient experienced loss of appetite and abdominal pain. Patient was transferred to the gastroenterology department and was diagnosed with a duodenal ulcer on (B)(6) 2020. Patient was prescribed controloc 1/day.